Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the handpieces get very warm when making the first groove into the cataract lens. The handpieces primed as normal. The case was completed with an alternate handpiece. There was no patient harm. Additional information was requested and received. The customer reported that during several surgical procedures after sculpting one groove the handpiece does not phaco anymore and the handpiece gets warm. It no longer makes the hissing noise.

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. No further information was able to be obtained from this customer. However, the customer returned the phaco handpiece (hp) for an evaluation. A visual assessment of the returned sample found no non-conformities. The returned sample was connected to a calibrated system. A system message (sm) displayed when the handpiece attempted tuning. Further testing could not be performed, therefore the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).